Event description:
An overdischarged device was replaced in regards to the battery. Following the replacement of the device, impedance measurements of over 4000 on all electrode numbers 13, 14, and 15 were noted. The device was reprogrammed. The pt's outcome was resolved without sequelae. Refer to manufacturer report # 3004209178201006598.

Manufacturer narrative:
(B)(4).

Event description:
Additional information clarified that the out of range high impedances were >40,000 ohms.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.